Event description:
A malfunction was reported by the customer with the code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction within the last 24 hours but requested information to perform the reset independently. Technical support provided the necessary pump reset information and advised the customer to follow up if the malfunction code reoccurs. No further action was needed, and the case was closed by technical support.